Event description:
It was reported that tandem source displayed malfunction alarm 199 indicating pump malfunction, with malfunction code malf 0 and associated fault ID. There was no adverse impact to the customer's blood glucose level. Technical support explained meaning of malfunction, guided caller through pump reset, confirmed malfunction did not recur, advised caller pump could continue to be used, and instructed caller to call back if any malfunction code returned, which caller acknowledged and understood.